Event description:
On 4/1/92 at 1710 hours. I was notified by the ICU manager that the zoll npt 1000 external pacemaker c/n 00840 had failed. The patient had a heart rate of less than 5 bpm. The amplitude was set at 120 ma but the rate display was - 17 ma. The patients heart rate was not rising. It was evident that the pacer had no output. The zoll npt 100 c/n xxxxx from the emergency department was brought to ICU and attached to the patient in the exact same was. This pacer with the amplitude set at 100 ma produced 91 ma. The patients heart rate went up to 92 bpm. The ER physician and the head nurse agreed that this failure had adverse affect on the patient.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.